Event description:
It was reported that on 18 mar. 2025, a 10mm amplatzer septal occluder was selected for implant. During the procedure, the device presented in a cobra deformation. The device was removed and replaced with a 11mm amplatzer septal occluder to resolve the event. There was no angulation/kink in the ds or interaction with cardiac structures. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient is stable.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. It was indicated that there was no any angulation or kink in the delivery system upon deployment. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 10 mm amplatzer septal occluder was selected for implant. During the procedure, the device presented in a cobra deformation. The device was removed and replaced with a 11 mm amplatzer septal occluder to resolve the event. There was no angulation/kink in the ds or interaction with cardiac structures. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient is stable.

Manufacturer narrative:
N/a.